Event description:
Dealer called in and stated the chair is pulling to the left. Dealer states he believes the issue is due to the worn down casters. Dealer states there were no injuries pertaining to the incident.